Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported a backflow tubing event in the rehabilitation department while the tubing was connected to a patient. There was no report of harm.